Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 15.5cm distal to the is-1 connector pin the lead body was found squeezed and deformed. At this location the inner insulation was found damaged, no short circuit was measured. However this damage is not the root cause of the observed dislodgement. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Further damages like the cuts into the insulation 6cm, 10cm, 12cm and 14cm distal to the is-1 connector pin and traces of coagulated blood most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.